Event description:
It was reported that the patient underwent revision surgery for unknown reason involving a previous tactra device. A new inflatable penile prosthesis (ipp) was implanted and there were no patient complications reported.